Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy procedure on (B)(6) 2012. During the procedure, the blade on the handpiece was not working correctly. There were no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 09/06/2012. (B)(4). Poor blade performance. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-04922 and 2210968-2012-04923. The same patient is represented in each medwatch.